Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent dislodgement requiring medical intervention and resulting in permanent damage. Device issue: stent dislodgement. It was reported that after crossing a stent previously implanted, unk type, (several months ago) in the proximal iva (slightly calcified), a stent 2.5 x 28 mm xience v did not cross the lesion in a direct stenting (at the median iva). When removing through the previously implanted stent, the xience v dislodged. The sds was removed without the stent. The stent was impacted (compressed) with another company's balloon in the previously implanted stent. Another 2.5 x 15 mm xience v was deployed successfully. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - the inability to cross a lesion can be affected by pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The xience v IFU states: pre-dilate the lesion with a ptca catheter. It is likely that the attempts to cross the previously implanted stent contributed to the reported inability to advance, which resulted in the reported stent dislodgement upon removal of the device. The inability to advance and stent dislodgement appear to be related to the operational context of the procedure.